Event description:
The graft was planned to be used for axillary cannulation during a surgery performed on (B)(6) 2012. It was reported that the device was not used due to its size being smaller than expected, and was replaced by another graft.

Manufacturer narrative:
A review of the device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable qa inspections and tests including 100% inner diameter measurement per iso7198. No anomaly was found. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available info would tend to indicate that the device was not defective.